Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and infection on the abdomen on the insertion site on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of incident. The customer's current blood glucose is 321 mg/dl. The customer was reported other blood glucose value such as 334 mg/dl. The customer was treated with fluid and antibiotics for the wound in the hospital. The customer was assisted with troubleshooting for auto mode readiness of the screen. The insulin pump will not be returned for analysis.